Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "check again in 10 minutes" sensor error message with the adc device and was therefore unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness. The paramedics were called and the customer was brought to the hospital. The customer was treated with intravenous glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "check again in 10 minutes" sensor error message with the adc device and was therefore unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness. The paramedics were called and the customer was brought to the hospital. The customer was treated with intravenous glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.